Manufacturer narrative:
On 11/10/2016 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - there were 13 double-sided mirrors, 12 manufactured in july 2016 and 1 manufactured in dec. 2015. The returned mirrors were showing a crack in one mirror, one has completely fallen off of the frame, some of them are coming apart from the frames but none are showing any unusual markings. Upon further investigation it is noticed that some of the mirrors seem to be intact, and one is lifting off of the frame. Appropriate action has been implemented to rectify this manufacturing deficiency. Device history evaluation - nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: issued for double side mirror glass separating form the frame. Health hazard evaluation history: issued for mirror detaching from the frame. Conclusion: the complaint report is confirmed; the root cause has been identified as a workmanship or material deficiency.

Event description:
Customer initially reports fell out of patients mouth. On (B)(6) 2016 doctor reports mirror fell out of frame during teeth cleaning, easily removed no harm to patient.